Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The meter was alleged to have been inaccurate compared to another unspecified meter. No readings were specified and the time between readings was not specified either. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.